Event description:
Spontaneous call, per (B)(6), from md office, syringe jammed and medication leaked out. Missed dose. No adverse event reported due to missed dose. Unk if md office still has product on hand. Reported to (B)(6) by pt/caregiver. (B)(4).